Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 23mm sapien 3 ultra valve, in pulmonic position, by transfemoral approach. During the inflation of the 23mm commander delivery system, the delivery system balloon burst. No consequence for the patient. The commander delivery system was removed.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no imagery was returned for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the revealed similar complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. It should be noted that this was a pulmonic case. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for native aortic valve, and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals in this section are for a tf procedure in the aortic position for relevant guidance for an s3u implant using a commander ds. The following IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage: s3u commander IFU), device preparation manual, procedural training manual, and commander delivery system with s3u. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst: step by step: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter delivery system. When removing, ensure the catheter delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. Balloon burst is identified in the commander risk management worksheet as a potential cause that may lead to retrieval difficulties. This event reports a balloon burst during valve deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non conformances or labeling IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete and no further action is required. The risk of balloon burst and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to inflate balloon. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with balloon burst. Since no product non conformances or IFU training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported event was unable to be confirmed, as no returned device nor applicable imagery were provided for the valuation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non conformance was unable to be determined during the evaluation. A review of the lot history, DHR and manufacturing mitigation's did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported in notes, the balloon was inflated with extra 2ml contrast. Excessive fluid used for inflation can also negatively impact the balloon (balloon subjected to higher pressure levels than the rated burst pressure of the balloon). As such, available information suggests that procedural factors (inflation balloon with extra volume) may have contributed to the complaint event. Available information suggests that likely procedural factors (inflation balloon with extra volume) may have contributed to the reported event.